Event description:
It was reported that a device was used during a laparoscopic appendectomy. Approximately 4 days later it was found that staples were in upper left quadrant. The legs of the staples still open and not properly formed. These open staples caused 2 sections of small bowel to adhere to each other and caused a bowel stricture. This was found during a 2nd corrective procedure. A same like device was used to complete the case.